Manufacturer narrative:
The fse confirmed that the complaint device had been found burnt in the customer's ambulance on the midnight of (B)(6) 2020 and the outer case of the complaint device had melted. The fse confirmed that the complaint device was inspected that same day in the afternoon. The complaint device was still able to power on and the power supply and battery had only been damaged slightly so it was unlikely that the fire which damaged the complaint device was caused by a faulty internal component. The fse suspected that it was likely that the incident had been caused by the disinfection machine above the complaint device short circuiting and catching fire, after which some burnt components had dropped onto the complaint device power supply and power cord and melted the outer case and power supply area. The fse confirmed that the customer had performed their own independent investigation concerning this event and determined that the disinfection machine had short circuited and burned, after which burning components from the disinfection machine had fallen on the philips device and had damaged the case and power cord. The customer investigation further supports the results of the philips complaint investigation. A gfe was forwarded to the fse by the investigator to determine the make and model of the disinfection machine that was associated with this event. The fse was unable to confirm the make and model of the disinfection machine as of the date of the compliant closure.

Event description:
The customer contacted the customer care solution center and alleged that the complaint device was found burnt in an ambulance and requested support. The complaint device was not in clinical use at the time that the issue was discovered.